Event description:
The reported description of this complaint notes that the bedside monitor failed to alarm when a desaturation limit was exceeded.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes that the bedside monitor failed to alarm when a desaturation limit was exceeded. The initial description indicates there was a delay before the alarm sounded. There was no detail presented of the configured delay and averaging times. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.